Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. No failed battery test noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated she sleeps on pump and keeps inside sport bra was laying on it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.